Event description:
Reportedly, during a regular follow-up on (B)(6) 2016, a warning message was displayed stating that the device reached the rrt (recommended replacement time). Battery voltage and magnet rate were respectively 2.7v and and 80min-1. Premature battery depletion was suspected because no therapies or non-sustained episodes had been delivered/recorded since implantation. Preliminary analysis revealed that numerous episodes were recorded in device memories that showed noise sensing in the ventricular channel or simultaneously in both atrial and ventricular channels. The origin of the noise could not be identified with certainty but myopotentiels or emi (with a frequency of 50hz) were strongly suspected. It was also confirmed that the device reached recommended replacement time. Patient care recommendations (device replacement) have been provided on (B)(6) 2016.

Manufacturer narrative:
The subject device was explanted on (B)(6) 2016.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2016, a warning message was displayed stating that the device reached the rrt (recommended replacement time). Battery voltage and magnet rate were respectively 2.7v and and 80min-1. Premature battery depletion was suspected because no therapies or non-sustained episodes had been delivered/recorded since implantation. Preliminary analysis revealed that numerous episodes were recorded in device memories that showed noise sensing in the ventricular channel or simultaneously in both atrial and ventricular channels. The origin of the noise could not be identified with certainty but myopotentiels or emi (with a frequency of 50hz) were strongly suspected. It was also confirmed that the device reached recommended replacement time. Patient care recommendations (device replacement) have been provided on (B)(6) 2016.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2016, a warning message was displayed stating that the device reached the rrt (recommended replacement time). Battery voltage and magnet rate were respectively 2.7v and 80min-1. Premature battery depletion was suspected because no therapies or non-sustained episodes had been delivered/recorded since implantation. Preliminary analysis revealed that numerous episodes were recorded in device memories that showed noise sensing in the ventricular channel or simultaneously in both atrial and ventricular channels. The origin of the noise could not be identified with certainty but myopotentials or emi (with a frequency of 50hz) were strongly suspected. It was also confirmed that the device reached recommended replacement time. Patient care recommendations (device replacement) have been provided on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis revealed that numerous episodes were recorded in device memories that showed noise sensing in the ventricular channel or simultaneously in both atrial and ventricular channels. The origin of the noise could not be identified with certainty but myopotentials or emi (with a frequency of 50hz) were strongly suspected. It was also confirmed that the device reached recommended replacement time. Patient care recommendations (device replacement) have been provided on (B)(6) 2016. Preliminary analysis did not reveal any irregularities regarding the device electrical consumption.

Event description:
Reportedly, during a regular follow-up on (B)(6) 2016, a warning message was displayed stating that the device reached the rrt (recommended replacement time). Battery voltage and magnet rate were respectively 2.7v and 80min-1. Premature battery depletion was suspected because no therapies or non-sustained episodes had been delivered/recorded since implantation. Preliminary analysis revealed that numerous episodes were recorded in device memories that showed noise sensing in the ventricular channel or simultaneously in both atrial and ventricular channels. The origin of the noise could not be identified with certainty but myopotentials or emi (with a frequency of 50hz) were strongly suspected. It was also confirmed that the device reached recommended replacement time. Patient care recommendations (device replacement) have been provided on (B)(6) 2016.